Event description:
The customer reported that the autopulse platform sn (B)(6) was set to deploy during a witnessed cardiac arrest; however, the platform wouldn't retract the lifeband, showing an unknown error code. Despite trying multiple lifebands, the issue persisted. Manual CPR was performed. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Sections d9 and h4 were updated. The customer reported that the autopulse platform (sn (B)(6)) wouldn't retract the lifeband, showing an unknown error code. Upon reviewing archive data, it was found that the autopulse platform repeatedly displayed user advisory 45 (not at "home" position after power-on/restart) when powering up around the reported event date. The ua45 advisory message was replicated during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in its "home" position, most likely due to unintended user error. The autopulse platform failed initial functional testing due to a ua45 advisory message displayed upon powering up. When the platform displays ua45 advisory, it wouldn't retract the lifeband, confirming the reported complaint. The platform's driveshaft was rotated to its "home" position to address the fault. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).